Event description:
It was reported by a MFR company rep that on (B)(6) 2011, the fiber was damaged at the tip at 13,975 joules. Add'l info reported by the MFR company rep was during set-up the aim beam was tested and the beam was visible. During the procedure, nothing unusual was noted leading up to the event. There were no error codes that were displayed on the console when the event occurred. The event did not cause any issues with the pt as a result.